Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous right coronary artery. A 2.75x38mm promus element long drug-eluting stent was deployed to treat the lesion. However, following post-dilatation, a distal edge dissection was noted in the distal part of the stent. A 2.75x20mm promus element drug-eluting stent was then deployed distal to the first stent, overlapping it and covered the edge dissection and completed the procedure successfully. No further patient complications were reported and the patient was stable.